Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load was not provided thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The subsequent image showed the valve already released and dislodged to the ascending aorta. Consequently, the dislodged valve was snared, and a second valve was implanted. The dislodgement event was not captured therefore cause of the dislodgement is undetermined. As listed in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of the first valve, at the moment of final release, the valve did not release causing it to dislodge. Subsequently a second valve was implanted valve-in-valve. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that the femoral artery was used as the access site. A pre-implant balloon aortic valvuloplasty (bav) was performed, and a medtronic guidewire was used during the procedure. The valve was deployed slowly using cuspal overlap technique and prior to withdrawing the delivery catheter system (dcs), the nosecone was centered within the frame inflow by slightly retracting the guidewire.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted into the native valve.

Manufacturer narrative:
Annex a code a150102 removed as it is no longer applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant of the first valve, at the moment of final release, the implanter pulled on the valve generating tension and causing it to dislodge during the valve release.